Manufacturer narrative:
Deleted reporting number 1627487/06/02/2017/001-c.

Event description:
Based on information obtained, troubleshooting was attempted and the ipg was recovered. Communication was established with the patient controller.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had an unrelated surgery and did not put the ipg into surgery mode. As a result the ipg is inoperable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.